Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device was returned for evaluation. The investigation is inconclusive for fluid leak. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5668362 implantable port allegedly experienced a fluid leak. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device is expected to be returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5668362 implantable port allegedly experienced a fluid leak. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.